Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The customer provided erroneous results for 1 patient sample that had been reported outside of the laboratory. The initial ca2 result was 6.3 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated on a different analyzer and the result was 9.5 mg/dl. The repeat result was believed to be correct. Quality control (qc) results for ca2 on the instrument had also been erratic. It is not known if an adverse event occurred. There was no allegation that an adverse event occurred. The ca2 reagent lot number was 25724301 with an expiration date of 31-aug-2018. The field service engineer (fse) visited the customer site to address the qc issues and to service the instrument. The fse identified a defective valve for blank cell aspiration. The valve was replaced. After service activities were performed, the instrument appeared to be operating normally. The customer is in the process of repeating approximately 50,000 patient samples run (B)(6) 2017 to verify the results. No specific results have been provided.